Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm. Customer's blood glucose value was 133 mg/dl at the time of the incident. Troubleshooting was performed. The customer stated that the battery failed alarm during normal use. The customer was cleared the alarm. Advise to wait for insert battery alarm and insert a new fully charged battery, again alarm occurred. The contacts of battery cap neither missing nor damaged. The customer stated that the battery compartment and spring corroded. Device will not be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing.